Event description:
It was reported that a decreased impedance was observed. Lead fracture was found at revision. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.